Manufacturer narrative:
Investigation summary: our quality engineer inspected the photograph submitted for evaluation. Bd received one photograph which displayed an unsealed 18ga x 1.25in. Nexiva unit without the needle or tip shield. There is also media present and there appears to be media leaking from the bottom of the adapter. The reported issue was confirmed. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. The source of the damage could not be determined based on evaluation of the supplied photo. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system septum failed to self-seal upon removal of the needle, causing blood to leak out. The following information was provided by the initial reporter: "after inserting the nexiva and retracting the needle, the port that should self seal upon removal of the needle failed causing blood to flow back and out of the devise. This resulted in the removal of the devise and restarting the IV with a new product. Pt impact: resulted in an unecessary restart of an IV".